Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was assessed on the patient in clinic and the exterior appearance looked tattered, so it was planned to be exchanged. When the ventricular assist device (vad) coordinator had the new modular cable connected to the backup system controller and connected to power, they disconnected the original modular cable from the patient and connected the pump cable to the new modular cable and system controller. The pump was running for a few seconds before the driveline disconnected hazard alarm occurred. The pump initially started running then shortly stopped. They switched back to the original modular cable and system controller which cleared the alarm. The site felt that the brand new modular cable did not function correctly. The patient was admitted to the hospital status 3 for driveline infection. On (B)(6) 2024, an attempt was again made to change to a new modular cable and new system controller, however, the same issue happened. Log files were sent for review. Log files form the original system controller and modular cable captured a driveline disconnect on (B)(6) 2024 at 14:09:29 in an attempt to exchange the system controller and modular cable as reported. The driveline was reconnected to the system controller on (B)(6) 2024 at 14:10:30 and the pump returned to operating at the set speed. The equipment was operating as intended. Log files submitted for the new system controller and modular cable and showed the pump starting & stopping on (B)(6) 2024 between 14:16:27 and 14:15:30. Per technical services, the investigation of the returned modular cable discovered some corrosion on a few of the modular cable inline connector male pins, and suspected that there could also be corrosion on the pump side of the driveline, which was suspected to be the cause of the pump being unable to maintain the set speed. Per technical services, it was offered to clean the pump side driveline connector, and it was their understanding that the clinical team was possibly going to bump the patient up on the transplant list. It was not clear if any treatment was to be performed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed pump stoppage events. The suspected pump cable corrosion could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), the suspected pump cable corrosion, and pump stoppages could not be conclusively determined through this evaluation. The account reported that they attempted to exchange the patient's modular cable on (B)(6)2024 for cosmetic reasons. The patient was connected to a new modular cable and the system controller began alarming "driveline disconnected," so the patient was placed back on the original modular cable, clearing the alarm. A second attempt on (B)(6)2024 was made to exchange the modular cable and system controller, and additional driveline disconnect alarms were noted. Controller event log file ((B)(4)) contained events spanning from (B)(6)2024. On (B)(6)2024, an atypical pump stoppage was captured at 14:09:25 and the driveline was physically disconnected at 14:09:29. The driveline was physically reconnected at 14:10:31, and the pump ramped back up to the set speed without issue. The pump appeared to have operated as intended at the set speed while the driveline was connected to the system controller. Controller event log files ((B)(4)) contained approximately one minute of identical relevant events on (B)(6)2024. The driveline was connected to the system controller at 14:15:31. The pump ramped up to the set speed without issue; however, at 14:15:37, an atypical pump stoppage was recorded. The pump resumed operation at the set speed at 14:15:42 before the driveline was physically disconnected at 14:16:15, stopping the pump. The driveline was reconnected at 14:16:16, and the pump ramped back up to the set speed. The driveline was again physically disconnected at 14:16:28, stopping the pump, and the controller shutdown sequence was initiated at 14:17:03. Per abbott technical services, it was suspected that there might be corrosion within the pump cable inline connector. Additional information was requested from the account; however, none has been provided at this time. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, contains the following information: section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ additionally, it is warned: ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, contains the following information: section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document also contains a section on handling emergencies (which includes pump stops). No further information was provided. The manufacturer is closing the file on this event.